Event description:
It was reported that the patient received a shock, and several episodes of t-wave oversensing (twos) were observed. No additional information could be obtained through follow-up with the clinic. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4193-88 lead implanted (B)(6) 2006; 5076-52 lead implanted (B)(6) 2006. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).